Event description:
It was reported that during implant, the backup battery was unable to be connected to the system controller ribbon due to what appeared to be something in the port. A new backup battery was taken from a different system controller. There was no battery door damage and the event resolved with the backup battery exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery not being able to connect to a controller was confirmed. The heartmate 3 system controller, serial (B)(4), was not returned for analysis; however, the backup battery, serial (B)(4) was returned for analysis. The returned battery was visually inspected showing bent pins. The bent pins were straightened and underwent functional testing without any issue. A root cause of the reported event was determined to be bent pins. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. No further information was provided. The manufacturer is closing the file on this event.